Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: (B)(6) 2021. Investigation summary" twenty one sealed 31g x 8mm pen needle samples were returned from lot. No 9176396 cat. No 320213. Visual examination was carried out on all twenty one samples and no issues were observed. A clog test was also carried out as per (B)(4) and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported while using bd insulin pen needle 31x8 insulin did not flow. There was no reported impact to patient. The following information was provided by the initial reporter, translated from german to english: a few seem even clogged and do not let insulin leak out. Apart from the problem with syringes and possibly minimal injuries" when piercing due to the material defects I assumed, I did not suffer any injuries or restrictions in my diabetes therapy.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd insulin pen needle 31x8 insulin did not flow. There was no reported impact to patient. The following information was provided by the initial reporter, translated from (B)(6) to english: a few seem even clogged and do not let insulin leak out. Apart from the problem with syringes and possibly minimal "injuries" when piercing due to the material defects I assumed, I did not suffer any injuries or restrictions in my diabetes therapy.